Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The suction irrigator instrument was analyzed and found to have a broken distal tip and the piece was not returned with the instrument. Additional observation(s) not reported by site: the instrument was found to have a derailed pitch cable at the proximal end. The yaw motion may be imprecise as a result. The pitch cable was found to be derailed from around the pulley tracks. The segment of the cable that contains the crimp was still intact.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported they were unable to manipulate the suction irrigator instrument. When the customer was attempting to remove the instrument from patient, they were unable to straighten the tip of the instrument. They removed the cannula along with the instrument. Once it was removed from the patient, the customer forcibly removed the instrument from the cannula. No pieces were loose, no defects observed prior to use and had been in use with no issues in movement during this case. The procedure was completed with no reported injury.